Event description:
This rv lead was implanted on (B)(6) 2012. It was reported to technical services on 10/1 /12 that it was explanted about 2 weeks ago for infection. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)